Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps. The user skipped gas change and the scanner test and performed the needed energy, eyetracker and fluence test without any issue. The treatment related to this event could be identified in logfile. The treatment was performed successfully without any error or problems. Also, all of the other treatments on that day were finished successfully without any problems. A technical root cause could be excluded. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a patient with an unexpected outcome in both eyes two months post topography guided lasik. The patient experienced double vision in the left eye and shadows in the right eye. The patient will return at a later date for an enhancement evaluation. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.